Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. The surgeon was using device in lap chole. Clipped on a vessel and the clip fell off. Additional information received via email on (B)(6) 2018 from applied medical account manager: a new clip applier was opened and the case proceeded normally. The clip was fully load into the jaws upon actuation. The trigger was squeezed plastic to plastic? The surgeon did not use the clip applier to skeletonize tissue. He said he never uses the clip applier to skeletonize any vessels. The surgeon explained that the clip loaded normally into the jaws, and that he placed the clip around the cystic duct and fired, squeezing the trigger plastic to plastic. Upon releasing the trigger, the clip fully rebounded, springing back open and popping off the duct. The surgeon then fired another clip, again pre-loading and squeezing the trigger plastic to plastic. When he released the trigger, a clip was visible but it had not closed around the duct (it fell to the side). He then opened a new clip applier and the case proceeded normally. Patient status: no patient injury.

Event description:
Procedure performed: lap chole the surgeon was using device in lap chole. Clipped on a vessel and the clip fell off. Additional information received via email on 13sep2018 from applied medical account manager: a new clip applier was opened and the case proceeded normally. The clip was fully load into the jaws upon actuation. The trigger was squeezed plastic to plastic? The surgeon did not use the clip applier to skeletonize tissue. He said he never uses the clip applier to skeletonize any vessels. The surgeon explained that the clip loaded normally into the jaws, and that he placed the clip around the cystic duct and fired, squeezing the trigger plastic to plastic. Upon releasing the trigger, the clip fully rebounded, springing back open and popping off the duct. The surgeon then fired another clip, again preloading and squeezing the trigger plastic to plastic. When he released the trigger, a clip was visible but it had not closed around the duct (it fell to the side). He then opened a new clip applier and the case proceeded normally. Patient status: no patient injury

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of a clip falling off of a vessel could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit, it is likely that the reported event was caused by the user¿s clip application technique. The instructions for use (IFU) instructs the user to "ensure the clip is secure and completely positioned around the tissue being ligated," and "verify that the ligation site is free of obstructions or other clips before firing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.